Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-3636 knotless fibertak broke approximately 1cm from distal tip on insertion. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tips of the devices are broken off. The broken pieces were not returned for investigation. Due to the damage of the device, no measurements were able to be taken.